Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent (pinkish fluid). The cause of peritonitis was unknown. It was not reported if the patient was hospitalized or if they received treatment for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.